Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: I confirmed the actual item that I received, as I requested, I could not move the tip lock ring. When I pressed the lock ring strongly to the upstream side, the lock ring moved and it became possible to use it without problems. On the inside of the luer connector part and the lock ring, a stopper part (convex part) is partially provided so that the lock ring does not retreat when the lock ring is positioned at the tip part. In this event, when the lock ring is moved to the front end side, an accidental excessive force is applied at the rotational position where the respective stopper portions (convex portions) meet, so that the stopper portion on the inner side of the lock ring comes into contact with the luer connector portion estimated that it was not possible to move the lock ring by riding on the stopper part. Investigation conclusion: as this is an (B)(4) complaint, dchu is not responsible for investigation summary. Please contact rcc with any questions.

Event description:
It was reported that the lock ring installed at the tip of the IV set/60drop/2cq/f/sb/50cm "didn't move".